Manufacturer narrative:
Findings: unit received with unresponsive buttons due to unlocked j2 connector at lcd board. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with missing end cap sticker. (B)(4).

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 190 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided